Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 3 years 3 months post implant of bard soft mesh, patient was diagnosed with hernia recurrence and adhesions. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. This emdr represents the bard soft mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix l/p (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with multiple incisional hernias and left inguinal hernia thereby underwent laparoscopic assisted open repair of multiple incisional hernia with the implant of composix l/p mesh (device #1) and bard soft mesh (device #2) for left inguinal hernia. Per operative notes, "a moderate incisional hernia in the centralized area of abdomen above the umbilicus was noted. Multiple incisional hernias were converted into one defect, and the adhesions were taken down. A composix l/p (device #1) was placed and sutured. On left groin, a direct hernia was noted. A piece of bard soft mesh (device #2) was sutured to cooper's ligament." (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair via transabdominal approach with the implant of synthetic mesh. Per operative notes, "adhesions were noted and the edges of mesh (device #2) was seen. The recurrent hernia was noted and a piece of synthetic mesh was tacked at cooper's ligament." Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.